Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument handle would return to its initial position when the handle is actuated the first time. The instrument could be cycled without pressing the green firing button. The grasping mechanism was fractured. The visual inspection and functional evaluation of the second device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The cause of the observed secondary damage was misuse of the product. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, the stapler was unable to fire while being applied on liver. The surgeon was able to press the green button but unable to squeeze the handle. The handle was locked and pins in device were broke when surgeon clamped down on tissue and staple load. Patient outcome was asked but unknown.